Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy defibrillator (crt-d), the patient was having an magnetic resonance imaging (MRI). When the device was programmed for the MRI, the lower rate level was increased to 90 beats per minute (bpm) but the device was still pacing at 60 bpm. No information was available showing the programmed parameters and strips to show pacing at 60 bpm. The crt-d remains in use. No patient complications have been reported as a result of this event.